Event description:
Customer reported that two erroneously low glucose cup results were generated by the unicel dxc 600 synchron system. Calibration and quality controls were acceptable prior to the event. The results were not disseminated from the laboratory. The laboratory retested both original samples on another instrument and obtained results within expectation. The retested sample results were reported. There was no change to the patients' care or treatment related to this event.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Instrument maintenance records were current. The fse replaced the glucose reagent pump and the sample syringe as a precaution. Although several parts were replaced, the specific root cause of this event could not be determined. This reportable event was identified during a retrospective review of complaints conducted between (B)(6), 2008 and (B)(6), 2010 for additional reportable events.